Event description:
It is reported that a bone drill bit broke during use and that a piece of the bit was not able to be retrieved from inside the bone. The surgery was successfully completed without adverse outcome to the pt. No further detail is available at this time.